Event description:
Patient was hospitalized after developing an infection in january of 2002. The lifesite had been implanted in 2001. Patient was treated with infection algorithim according to device labeling.